Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, the reported event is believed to have occurred through the following sequence: 1. During output activation, a clip became caught between the probe and the tissue pad. 2. Activation under this condition resulted in scratches on the probe, which subsequently triggered an ultrasonic level error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer that, during a therapeutic pylorus-preserving pancreaticoduodenectomy (pppd) procedure, an ultrasonic level error was displayed on the sonicbeat energy device. During device evaluation, a reportable malfunction of ¿a chip was found embedded in the tissue pad.¿ was identified. The intended procedure was completed using an olympus backup device. There was no report of patient injury or harm associated with this event.